Manufacturer narrative:
Additional information: b5, d9, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the open procedure for neuro surgery, when doing dissection on fascia with the device, the insulation tube from the bovie tip was lost. They tried to find the detached insulation tube by checking the patient site and all around the operating room but could not find it. Since the surgery was performed using a routine x-ray during surgeries, they searched for the missing piece under x-ray, but nothing could be identified. The issue was not completed as it was concluded without finding the missing component. There were no additional procedure needed to remove the piece from the patient. After the issue, the charge nurse tested another product of the same lot number by trying to pull out the tube and the tube easily got detached from the device. There was a 30 minutes or more procedure delay.

Event description:
It was reported that during the open procedure for neuro surgery, when doing dissection on fascia with the device, the insulation tube from the bovie tip was lost. They tried to fined the detached insulation tube by checking the patient site and all around the operating room but could not find it. The issue was not completed. After the issue, the charge nurse tested another product of the same lot number by trying to pull out the tube and the tube easily got detached from the device. There was a 30 minutes or more procedure delay.

Manufacturer narrative:
D10 concomitant products: e1455, e1455 the edge ent/ima electrode x50 (lot#:251950257r) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the open procedure for neuro surgery, when doing dissection on fascia with the device, the insulation tube from the bovie tip was lost. They tried to find the detached insulation tube by checking the patient site and all around the operating room but could not find it. Since the surgery was performed using real-time x-ray equipment, they searched for the missing piece under x-ray, but nothing could be identified. The issue was not completed as it was concluded without finding the missing component. There were no additional procedure needed to remove the piece from the patient. After the issue, the charge nurse tested another product of the same lot number by trying to pull out the tube and the tube easily got detached from the device. There was a 30 minutes or more procedure delay.

Manufacturer narrative:
Additional information: b5, g3, d3 (MFR address), h6 (ime,fdr-c24) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the clear insulation was missing from the device. Functional testing found that the blue shrink wrap insulation is damage. The blue shrink wrap insulation appears more loose and/or stretched. Likely the reason the clear piece detached. Scratches on the blue shrink wrap insulation observed. It was reported that the device component was disengaged and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with consistent misuse. Consistent with improper insertion and removal, due to use of tools, and/or damaging insulation for more electrode exposure. Device was brought to the attention of manufacturing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of activate electrodes. Cleaning the electrode with a scratch pad or other abrasive object, scraping with sharp object or bending beyond 90 degrees may damage the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.